Event description:
Corrections have been made to d1 (now reported as asku) and d6 (explant date should have been left blank as the information is not confirmed as the time of this report). This report is submitted on july 06, 2021.

Event description:
Per the clinic, the device was explanted due to history of infections.